Manufacturer narrative:
(B)(4). The patient was reported to be in their (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was initially not reported, but it was stated that a break in aseptic technique might have caused the event. A break in aseptic technique was not able to be verified and the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, an intraperitoneal lavage with the dianeal-n 2.5% was performed for the patient. Dianeal therapy was ongoing. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. Retraining on the proper aseptic technique was scheduled to be performed for the patient. No additional information is available.